Event description:
The hosp reported that during the dissection part of an evh procedure, the physician assistant noticed more blood than normal in the tunnel. At the same time, in the right ventricle, the tranesophageal echocardiography (tee) probe detected gurgling sound, the pt's cvp went up and the anesthesiologist noticed the end-tidal co2 volume decrease. Co2 bubbles were noted in the right ventricle. The o2 gas was turned off and the pt stabilized. The evh procedure was completed by converting to a bridging technique. Postoperatively the pt recovered without any further issues. According to the pa performing the evh procedure, co2 embolism was not because of device malfunction but rather it was from their technique. This report is filed because the procedure was converted to a bridging technique.